Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer received unspecified both high and low sensor readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. No symptoms were reported and the customer self-managed to consume sugar juice, bread and milk.